Manufacturer narrative:
The device was not received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon ruptures are an inherent risk of using this product. As stated in the IFU, complications may occur during the use of embolectomy catheters. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot number of the product was not provided. Therefore, we're unable to perform a lot review. Note: this is report 2 of 2 related to the second catheter used in the event.

Event description:
When inflating the balloon in the dialysis shunt, it ruptured before pressure was applied to the balloon. Due to consecutive balloon ruptures, the procedure was completed using a fogarty catheter. No injury was reported to the patient. Note: this is report 2 of 2 related to the second catheter used in the event.